Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not turn on. A field service engineer (fse) found that auxiliary half height drawer five was causing the station to crowbar. The drawer control boards were replaced, diagnostics were run, and all drawers and pockets were tested. The station was rebooted and tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary, the station would not turn on. The customer reported that the issue occurred while dispensing medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.